Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was as high as 402 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they have been experiencing high blood glucose and cannot seem to get it down. Customer advised during a set change they received a no delivery alarm. Troubleshooting for the no delivery alarm was performed. Troubleshooting resolved the issue and confirmed the insulin pump is working as designed.